Manufacturer narrative:
Concomitant products: product ID: 3487a-56, lot# v580794, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-56, lot# v580794, implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-56, lot# v645666, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3887-56, lot# v493025, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3986a60, lot# n070515, implanted:(B)(6) 2006, product type: lead. Product ID: 3986a60, lot# n070515, implanted: (B)(6) 2006, product type: lead. Product ID: 37754 serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010- product type: extension. Product ID: 3487a-56, lot# v580794, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot# v645666, implanted: (B)(6) 2011, product type: lead. Product ID: 3887-56, lot# v493025, implanted: (B)(6) 2011, product type: lead. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient found stimulation beneficial, but still had pain from their trigeminal neuralgia. The patient was being admitted to the hospital due to exacerbation of their usual pain. The lead had moved to the right side of the patient¿s nose and had lost coverage. Reprogramming could not recapture the desired area. All impedances were within normal limits. Revision surgery was performed on the migrated lead. The lead was not disconnected during the procedure. Coverage of the patient¿s desired area was captured following the surgery. The patient was very happy with stimulation and discharged that evening.